Event description:
It was reported that the right atrial (ra) lead exhibited no capture with true p-waves falling into the refractory. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) lead, implanted 2014 (B)(6). (B)(4).